Event description:
Medtronic received info that this bioprosthetic valve was explanted due to stenosis. A pre-operative echocardiogram revealed a paravalvular leak with a peak gradient of 74 mm/hg with a mean gradient of 45 mm/hg. The reported diagnosis was senile degenerative calcific aortic stenosis. No dissatisfaction with the performance of the valve, and no adverse pt effects were reported.

Manufacturer narrative:
Evaluation method code: device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: the device was received in a clear 0.2% glutaraldehyde solution in an explant kit. All leaflets appear slightly thick and stiff but flexible. A remnant of pannus remains attached to the tissue and base stitching of the left cusp adjacent to the non- coronary left inferior coaptive area. Pannus appears to have been attached to the inflow of the non-coronary and left cusps possibly reducing the inflow orifice area. Pannus is noted on the outflow rail of the right cusp extending slightly to the margin of attachment and tissue adjacent to the right non-coronary commissure. An unk amount of pannus appears to have been removed on the inflow and outflow of the valve. Radiography shows no evidence of mineralization on the valve. Conclusion: reduced performance of the device attributed to pannus/host issue overgrowth. The valve was explanted and replaced without reported adverse pt effects.